Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information via social media received by medtronic indicated that the insulin pump had shut down during normal summer conditions. The customer has also reported inaccurate sensor readings. Customer declined to provide blood glucose levels. No harm requiring medical intervention was reported. The product will not be returned for analysis.